Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) national privacy laws. A medtronic representative, trouble-shooting at the site immediately after the procedure, was able to acquire an empty image without any issues. No further issues have been reported. Software investigation completed. Findings are that although the user was not able to acquire an empty image with the c-arm, the behavior was the intended behavior of the software. Software is functioning as designed.

Manufacturer narrative:
Correction: contrary to what was initially reported, the surgery did not proceed with use of the navigation system. Surgery continued without navigation, using only the c-arm instead.

Event description:
A medtronic representative reported that, while in a posterior lumbar procedure with a navigation system and a c-arm, an empty image was not acquired. The surgeon continued the procedure and completed with the use of the navigation system. There was no impact on patient outcome.